Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was instructed to continue using the pump and to contact support if the issue returns.